Event description:
It was reported that while in the cath lab, the iab-05840-lws, was prepped per the instructions for use and inserted via the pt's left femoral artery using a teflon sheath. Soon after the intra-aortic balloon (iab) was inserted, the fiberoptix sensor (fos) light bulb icon on the pump display disappeared; therefore, the fos could not be used and a transducer was used. The pump gave a "fos signal weak" alarm, however, the staff does not know when this pump gave the alarm. After three days of intra-aortic balloon pump (iabp) therapy blood was seen in the gas driveline tubing. The iab and teflon sheath were removed as one unit. It is unk if another iab was inserted. Reference MDR #1219856-2012-00289 for the related intra-aortic balloon report. Add'l info received on (B)(6) 2012, stated that the console sounded the tones appropriately when the fos was inserted. The fos icon on the monitor changed from green to black to blue. The pump alarmed "fos signal weak". The user did not remember when the pump alarmed. After three says of iabp therapy via the transducer, blood was noted in the driveline tubing; however, the pump did not give any leak alarms. It has been noted that the pt was restless during iabp therapy.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.